Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. Pre-procedure the patient was noted to have a mild pericardial effusion. The procedure was continued. The closure device was deployed in the laa of the patient and all release criteria were met. Before the device was release it was noted that the pericardial effusion had increased in size. The patient was still hemodynamically stable and the closure device was released in their laa. The patient was then transferred to the intensive care unit(ICU) to be monitored. Later that night the patients blood pressed dropped and the effusion was worsening. The physician performed a pericardiocentesis where they drained 280ml of fluid from the patient. The patients blood pressure increased and the patient was doing well following this treatment. The next day the patient was no longer in the ICU. Echocardiogram imaging showed a small residual effusion so the drain was left in place as a precaution. The patient has since been discharged from the hospital.